Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic due to abdominal pain. Once at the clinic, the pd effluent was noted to be cloudy. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. An initial loading dose of antibiotics was administered with intraperitoneal (ip) vancomycin and fortaz (dose, frequency, and duration unknown). The effluent culture resulted positive for staphylococcus epidermidis (staph epi). The antibiotics were then changed. The vancomycin and fortaz were discontinued. The patient was prescribed ip ancef 1,000mg (frequency and duration not provided). Through investigation, the pdrn determined the cause of the peritonitis to be a breach in aseptic technique. The patient was not wearing a mask for pd treatment set-up. The patient did not require to be hospitalized and continued pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to a breach in aseptic technique by the patient not donning a mask during treatment set-up. The pd effluent culture result of staphylococcus epidermidis supports the cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic due to abdominal pain. Once at the clinic, the pd effluent was noted to be cloudy. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. An initial loading dose of antibiotics was administered with intraperitoneal (ip) vancomycin and fortaz (dose, frequency, and duration unknown). The effluent culture resulted positive for staphylococcus epidermidis (staph epi). The antibiotics were then changed. The vancomycin and fortaz were discontinued. The patient was prescribed ip ancef 1,000mg (frequency and duration not provided). Through investigation, the pdrn determined the cause of the peritonitis to be a breach in aseptic technique. The patient was not wearing a mask for pd treatment set-up. The patient did not require to be hospitalized and continued pd therapy utilizing the liberty select cycler during recovery.